Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged the patient had been hospitalized since (B)(6) 2016 for diabetes related causes, but declined to provide specifics. The patient made no allegations of malfunction against either the pump or the infusion sets. Customer support attributed the hospitalization to training. Misuse. This complaint is being reported because the unspecified training/misuse issue resulted in hospitalization.